Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained was not returned, it was discarded; therefore a return sample evaluation is unable to be performed. Intestinal obstruction is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2017, patient went to the emergency room due to abdominal pain and was diagnosed with intestinal obstruction. The patient was scheduled for surgery the following day. On (B)(6) 2017, the patient passed away. It is unknown what part of the intestine was obstructed.